Event description:
According to the info received, it was reported that the white connector fell off when the user had put the catheter into the bladder. It was difficult to pull out of the catheter.

Manufacturer narrative:
Four samples were received for testing. Visually the catheters were ok and the connector forces were all acceptable. The catheters performed according to spec therefore the complaint cannot be confirmed as reported. A recheck of the product documentation for this lot number did not reveal any norm deviation that could be related to the complaint.